Event description:
It was reported that the patient had the artificial urinary sphincter removed as the patient was no longer continent. During the surgery, it was found that the cuff had eroded in the urethra. The cuff was removed and the balloon and pump remain implanted and deactivated. The patient tissue was too fragile from previous radiation to implant a new cuff in another area. The physician indicated she would replace all components at a later date. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.